Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that, the customer had high blood glucose of more than 500 mg/dl. The customer also stated that, the insulin pump had insulin flow blocked alarm. The device is expected to be returned for analysis.

Event description:
Customer's father stated that he is not sure if the customer was in auto mode during the event. States that sometimes it is hard to tell because it will take him out of auto mode.

Manufacturer narrative:
Insulin pump received with insulin flow block/occlusion/no delivery alarm anomaly. Pump seats immediately upon priming. Problem isolated to the motor/force sensor. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to motor/force sensor anomaly. Insulin pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
It was reported that the customer was not sure whether the insulin pump was in auto mode or not during high blood glucose event.